Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen via an implanted pump for intractable spasticity. It was reported that the patient was refilled on (B)(6) 2025 with what was supposed to be 750 mcg/ml baclofen and in about a day started having overdose-type symptoms consistent with an opioid overdose, so they suspected that the drug was tainted with an opioid. The patient was put on a narcan drip, and the symptoms were resolved quickly. The patient had been in the intensive care unit (ICU) since this happened. The pump dose was reduced twice by 15% but the patient continued to have symptoms. The rep said they were doing some kind of test to determine what drug the patient might be receiving instead but did not know the details. Reviewed range of ~35-42 hrs to clear drug if dose of 228.14/day and concentration of 750 mcg/ml were not changed, based on a catheter volume of 0.241 ml and pump tubing range of 0.199-0.289 ml. Additional information was received from a company representative (rep) on 2025-06-26 and it was reported that no further information had been provided regarding this incident. The drug was unknown, and the results of the test performed to determine the drug were also unknown. There was no information provided to reasonably suggest the pump medication was being delivered unintentionally in a manner greater than prescribed. It was unknown if the overdose symptoms were related to an issue with the device, therapy, and/or refill procedure. It was unknown if the event was resolved.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal baclofen via an implantable pump. It was reported that the date of the event was (B)(6) 2025. The patient had a routine intrathecal baclofen pump refill in the clinic with a nurse practitioner (np). Two days following the pump refill, the patient was found unconscious at work. Emergency medical services (ems) was called and administered narcan spray to which the patient responded. Urine drug screen (uds) was positive for opioid. The patient denied taking any narcotics. The patient was admitted to the hospital where she continued to require a continuous narcan drip for respiratory acidosis and respiratory support with bilevel positive airway pressure (bipap) or nasal cannula oxygen (nc o2) for 4-5 days until a replacement of intrathecal baclofen could be obtained. It was assumed that her pump was refilled with an incorrect medication involving a narcotic. The patient did not have overt signs of baclofen withdrawal. The patient's pump medication was replaced by two doctors in the hospital and her condition improved about 36 hours later allowing her to be discharged the following day. The pump medication had been sent by the admitting hospital to an outside laboratory for testing and the results were not yet available. The patient's confirmatory uds was positive for hydromorphone which was not prescribed to her. The hcp was still awaiting results of the pump medication. It was stated that there was still a remaining amount of medication in the laboratory refrigerator at the hospital that the hcp requested in case supplementary testing was needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.